Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the dose was calculated but the screen timed out and returned to the main menu. The go button was not pushed and there was no indication insulin was being delivered but the pump did show that insulin was delivered. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery